Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and evaluated. The evaluation showed CT-to-body divergence however the cause of the CT to body divergence is unknown therefore no conclusion could be made. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. If additional information pertinent to the incident is obtained a follow-up report will be submitted. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
(B)(4). The catheter was returned and was found to have an open circuit.

Event description:
Physician reported a system inaccuracy during a superdimension case. The case was cancelled and the patient was under general anesthesia.. There was no report of patient injury, death or other serious adverse event.